Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.

Event description:
It was reported by the plaintiff¿s attorney that on or about (B)(6) 2009 the plaintiff was implanted with a perigee system with intepro lite ¿with the intention of treating the plaintiff for stress urinary incontinence and pelvic organ prolapse¿. It was alleged that the plaintiff, but not limited to, extreme pain, erosion of her internal bodily tissue, vaginal scarring, add¿l surgery, ¿began to experience vaginal scarring, add¿l surgery, ¿began to experience vaginal erosion and sought medical attention¿, ¿was subjected¿ to a ¿surgery to revise¿ the device, ¿has experienced significant mental and physical pain and suffering, has required add¿l surgery and medical treatment¿, has ¿sustained permanent injury¿, ¿was injured in her health, strength, and activity, sustaining injury to her person, all of which injuries have caused plaintiff severe mental and physical pain and suffering¿, and has had ¿other injuries¿.